Manufacturer narrative:
H.6. Investigation: one video and one 3ml syringe with safetyglide needle attached was received and evaluated. It was observed in the video and physical sample there was approximately 0.5ml of fluid inside the syringe. It appeared the needle was clogged because the plunger rod would return to the original position after being moved in either direction. The clogged needle defect could not be confirmed. The syringe was manipulated and partially filled with medication. It is possible a piece of the vial septum became stuck inside. The reported defect could not be confirmed in the sample received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb needle blocked. This was discovered during use. The following information was provided by the initial reporter: needle blocked. Nursing staff took half of the medication and could not proceed.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll w/ndl sftygld 23x1 rb needle blocked. This was discovered during use. The following information was provided by the initial reporter: needle blocked. Nursing staff took half of the medication and could not proceed.